Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na results for 4 patients tested on a cobas 8000 cobas ise module (double). From the data provided, 1 patients sodium results were a reportable malfunction. The initial sodium result was 126 mmol/l. The patient sample was retested on the same analyzer with a sodium result of 144 mmol/l. The patient sample was tested on another analyzer and the sodium result was 145 mmol/l. A second sample from the same patient was tested and a sodium result of 145 mmol/l was obtained. The initial sodium result was reported outside of the laboratory. There was no allegation of an adverse event. The customer noted a drift in the qc and sample pipettor errors. Ise prime and checks were performed with no observed issues. On 08-nov-2018 only maintenance was performed along with pinch tubing changed and all electrodes changed. On 19-nov-2018 all solutions were changed. The electrodes appeared to be properly installed. The investigation is currently ongoing.